Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side device rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b.5., h.6.

Event description:
Patient reported right side device rupture. The device was explanted. Healthcare professional later reported capsular contracture baker grade I and no rupture for the right side.